Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received with two of the four blades bent and rolled over. Measurable dimensions were found within spec. A review of the device history record did not show conditions that could have contributed to the reported event. Therefore this complaint is indeterminate from a mfg perspective.

Event description:
It was reported that the cannulated screwdriver would not engage screw at all with the guide wire in place. Surgeon had to get a different screwdriver to finish the case. Per add'l info, the device of 1st surgery in unk. Pt underwent a hallux valgus (bunion deformity) procedure. The incident with the screwdriver prolonged the surgery by approx 20 minutes.